Manufacturer narrative:
Details of complaint: the customer reported that this g5 was stuck in a boot loop and not displaying any content. The customer tried rebooting the unit and ran it on battery power; however, it wouldn't start up. After the customer reconnected the power cable, the unit rebooted; however, it didn't display any content. There was no patient injury reported. Investigation summary: the device with the reported issue was returned for evaluation. The reported issue was duplicated during the evaluation of the unit. The root cause of the reported issue was determined to be a circuit board failure of the main board. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/08/2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied and stated that no other devices were connected to this unit. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H3 device evaluated by manufacturer? H11 additional manufacturer narrative.

Event description:
The customer reported that this g5 was stuck in a boot loop and not displaying any content. There was no patient injury reported.

Event description:
The customer reported that this g5 was stuck in a boot loop and not displaying any content. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this g5 was stuck in a boot loop and not displaying any content. The customer tried rebooting the unit and ran it on battery power; however, it wouldn't start up. After the customer reconnected the power cable, the unit rebooted; however, it didn't display any content. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/08/2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied and stated that no other devices were connected to this unit.